Event description:
Revison surgery - due to the patient being non-compliant she dislocated her shoulder while recovering in the hospital.

Manufacturer narrative:
The reason for this revision surgery was a patient's dislocation after 6 days in-vivo. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the third complaint for a part from this lot (3 dislocations). The root cause for the patient's dislocation was reported as the patient being non-compliant during recovery at the hospital. There are no indications of a product or process issue affecting implant safety or effectiveness.